Event description:
It was reported by the customer that a pyxis medstation es system had a smart remote manager consistently failed. The customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator was consistently failed. A field service engineer replaced the pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.